Manufacturer narrative:
(B)(4). The device was not returned for analysis. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event/implant/therapy: estimated. (B)(4): patient selection - the starclose se device was deployed in a calcified artery. Per the instructions for use - do not deploy the clip in areas of calcified plaque. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the calcified right common femoral artery was performed using a starclose se device via a 6f sheath after a percutaneous transluminal intervention. Reportedly, the starclose se device did not work properly; upon sheath splitting the clip could be deployed but removal of the system was difficult. The safety release mechanism was used to remove the device from the patient anatomy. The clip of the starclose se device achieved hemostasis. There was no adverse patient effect and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.